Manufacturer narrative:
Evaluated one open and used reservoir and checked o-rings and stoppers groove for anomalies none were found. Ran basal bolus leaking test per as follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connectors into paradigm pump. Conclusion: reservoir no air bubbles no occluded and not leakage anomalies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. Customer's blood glucose level was 420 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm during testing.